Manufacturer narrative:
The lot number was reviewed for complaint trend. There was no trend identified. The device was not returned for evaluation at the time of this report. Without the benefit of analyzing the device, quality cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, when the site opened up the implant, they saw it had a hole in it before it was used. They opened another implant to complete the case.

Manufacturer narrative:
Mechanical evaluation of the returned device did not find any functional abnormalities. The production paperwork was reviewed. All torosa units undergo a leak test per internal procedures. All units were recorded as passing the leak test. No rework activity was associated with this work order. Additionally, no nc, CAPA, or deviation activity was found to be associated with this work order. As no functional abnormalities nor production paperwork discrepancies were noted, the complaint could not be confirmed as reported.